Event description:
The customer contact reported air in the tubing set distal to the pump with no pump alarm. At an unspecified time, the pump was programmed to deliver an unspecified concentration of heparin, at a rate of 4 ml/hr, with a 150 mcl air sensitivity and the delivery was started. No further programming parameters were provided. After an unspecified length of time, between 0030 and 0130 the nurse noted an unspecified volume of air distal to the pump with no pump alarm. The device was removed from clinical svc. Therapy was resumed with a replacement pump. There were no reported adverse pt effects and no reported delay in therapy critical for this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.